Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate the ¿suspected medical device¿ reported is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under p030031/s053. The device history record was reviewed and no anomalies were found related to this complaint. In addition, DHR review verifies that device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 7/17/2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. On june 23, 2015 additional information was provided on the event. It was a manual perforation during the mapping phase as there was no ablation. There were no other factors that might have contributed to the event. The patient needed extended hospitalization to be monitored. A transseptal puncture was performed with a st. Jude medical brk transseptal needle. The st. Jude medical sl1 8.5f sheath was used. The flow setting was set to 2ml/min during mapping. The act was maintained between 250 ¿ 350s. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that a patient, underwent a procedure with a smart touch unidirectional sf catheter and suffered a cardiac tamponade which required the removal of blood. The deflection mechanism stopped working with the first smart touch unidirectional sf catheter (lot #: 17134690l). This catheter was exchanged with the second smart touch unidirectional sf catheter (lot #: 17120592l). The second catheter displayed no temperature reading. Later in the procedure, a cardiac tamponade was observed. It was treated by removing blood. The patient needed extended hospitalization to be monitored. The patient was reported to be in stable condition at the time the complaint was reported. The physician assumes that it is unlikely that the event is caused by a bwi product malfunction and assessed the cause to be procedure related upon receipt of the catheter, it was found in normal conditions. Per the event, the catheter was tested for irrigation and passed. No occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by the carto 3 system. No error messages were displayed and the catheter was properly visualized. The returned device was then evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple wires were disconnected inside the dome. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications but it failed the temperature test. However, this is not related to the patient adverse event reported. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that a patient, underwent a procedure with a smart touch unidirectional sf catheter and suffered a cardiac tamponade which required the removal of blood. The patient¿s medical history is unknown. The deflection mechanism stopped working with the first smart touch unidirectional sf catheter (lot #: 17134690l). This catheter was exchanged with the second smart touch unidirectional sf catheter (lot #: 17120592l). The second catheter displayed no temperature reading. Later in the procedure, a cardiac tamponade was observed. It was treated by removing blood. There is no further information about the hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. The physician assumes that it is unlikely that the event is caused by a bwi product malfunction and assessed the cause to be procedure related. It is unclear when in the procedure the cardiac tamponade could have occurred. Therefore, as a conservative measure this patient injury will be reported under both smart touch unidirectional sf catheters used.